Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. The patient's wife was questioning whether the device had any involvement in the death following the prizm ii recall.